Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the harmonic ace instrument had a broken scalpel. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have the curved blade broken at the midpoint. A piece approximately 0.288" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Manufacturer narrative:
Correction : primary product batch/lot number under section d was updated to l82231116 0088. Correction : h8. Was updated to initial use of device. Correction to annex codes: annex code c was updated to c070603, annex code g was updated to g04041.

Event description:
Refer to h11 for follow-up information.